Manufacturer narrative:
Additional information received and reviewed. Information received provides the patient's outcome after support. The impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Further information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The issue was resolved by replacing purge cassette and reeducation staff on proper steps when changing purge fluid bags to reinforce the need to follow the prompts exactly to avoid error occurring.

Manufacturer narrative:
Updated information: b5 additional information provided. D3 MFR fax number added. D9 device return date updated. G1 MFR site name, danvers, removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This is one of three related reports. This report represent the automated impella controller and other reports were submitted to represents the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced an air in purge alarm. The cassette was replaced to resolve the alarm. Two days later the alarm repeated and the cassette was changed again. The following day, a controller failure alarm occurred which self resolved.